Manufacturer narrative:
(B)(4). The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has received the product however the analysis has not been completed at this time. Adhesions (and capsules formed) are surgical and physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of adhesions as follows: "gastric banding done as a revision procedure has a greater risk of complications. Prior abdominal surgery is commonly associated with adhesions involving the stomach. In the us pivotal study of severely obese adults, 42% of the subjects undergoing revision surgery were reported to have adhesions involving the stomach. Care and time must be taken to adequately release the adhesions to provided access, exposure and mobilization of the stomach for a revision procedure. Precautions: it is the responsibility of the surgeon to advise the patient of the known risks and complications associated with the surgical procedure and implant." Device labeling addresses the reported event of a hiatal hernia as follows: "other adverse events considered related tot he lap-band system that occurred in fewer than 1% of subjects included: ...hiatal hernia." Device labeling addresses the reported event of difficulty adding/removing saline as follows: "it is important to remove any additional saline via the access port so no air will enter the lap-band system, compromising later adjustments. Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage."

Event description:
A lap-band system was received in our device analysis lab, with a (B)(4) reporting an alleged "blocked tubing-unable to flush-kinking after 2 ports" and "removal of band and application." Follow-up findings (operative report): "there was an area of kinking with obvious disruption of the port in the intra-abdominal segment of the low-profile access port. This was confirmed by the insufflating fluid within the access port and it spilled directly out of the disrupted band area. ...at this point, a new low-profile port was placed and sutured to the anterior abdominal wall. Attempt at flushing the new port was unsuccessful. ...the access port was then again removed. An attempt at infusing fluid directly into the access tubing beyond the access port was again not successful. Therefore, it was fel that there was a problem with the intra-abdominal band...there was no evidence of kinking noted...the band capsule was incised. There was significant staining of the band capsule however and therefore it was felt given that the band was not functional it would need to be removed and was felt that a new band in this area would not be appropriate given the possibility of inflammatory change and contamination from the old band. The old band [including the port section] was then sectioned and removed." The complete lap-band system had been removed. The second port mentioned was a new port that had been applied and tested, however it was confirmed that the band section may have a problem that affected the old and new port placed (during the same surgery - removal of the full lap-band system). The complaint is against the initial lap-band system and not the port that had been used. Apparently, a hernia was repaired during this surgery too.